Manufacturer narrative:
(B)(4). Date sent: 10/3/2023. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: could you please clarify how long was the delay (hours/minutes)? Was there any patient consequence as a result of the procedure being prolonged? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the stapler had not entirely stapled. The device misfired-hole over-sewn. There were no patient consequences. There was extra surgery time for suturing and extra stapling only.

Manufacturer narrative:
(B)(4). Date sent: 10/23/2023. Additional information was requested, and the following was obtained: could you please clarify how long was the delay (hours/minutes)? Additional suturing and stapling time approx 30min extra. Was there any patient consequence as a result of the procedure being prolonged? Longer anesthetic time- no know long term impact to patient.

Manufacturer narrative:
(B)(4). Date sent: 11/30/2023 additional information was requested, and the following was obtained: did the device staple? 3. If the device stapled, was the staple line complete? 4. If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? 5. Did the device cut? 6. If the device cut, was the cut line complete? 7. Were the cut line and staple lines equal? 8. Was the device fired across a staple line? 9. Did the reload lock out and would not work? 10. Did the reload begin to staple and cut, but then jammed? 11. Did the device staple, but there was no cut line? 12. How was the procedure completed? Answer: we performed a side-side anastomosis including the barcelona technique using the tlc 100. We performed the side to side which was fine. We then cross stapled as per the barcelona technique and we found an opening in the corner of the anastomosis- the stapler had fired and the staples were visible either side of the "staple line" however, the line was not intact. This was specifically in one corner of the anastomosis. We then had to staple below the mis-fired line using a tlc-100 - the same thing happened again (no cross stapling involved). We then proceeded to use a tlc-75 which worked fine. In both instances, the stapler did cut and fire however, the staples clearly hadn't closed which lead to the open defects.

Manufacturer narrative:
(B)(4). Date sent: 10/26/2023. Additional information received: 1. Could you please provide device details of first device (realized first stapler had also not entirely stapled)? Tlc10. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot.